Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient said their battery went off and they didn't know how to restart it. Patient said they charged for an hour and a half this morning. Agent asked the patient if it had been a while since they charged and patient said on monday. Patient mentioned they used to charge once a week and now it seems like they have to charge every 2-3 days. The patient said the last time they were at the healthcare provider office was about a year ago and they increased their settings. During the call the patient was able to connect to the implant and turn therapy on. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned that the therapy turned off once before a few years ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported that the circumstances that led to battery turning off were that the patient went too long without charging the implantable neurostimulator. Patient reported that implant showing off has been resolved through charging.